Manufacturer narrative:
2024-oct-07 additional information: sterile techniques were followed. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive, the procedure was performed as usual with no issues during procedure. The issue is still present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat both great saphenous veins (gsv) in a patient ((B)(6) 2024). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was not utilized. Hand compression was used. Procedure was completed normally and the veins are reported to have closed. Leg ulcers were reported on (B)(6) 2024. Ulcer healed slowly but painful for about 2 weeks. Two indurations (approx. 1x1 cmin size) have opened up spontaneously. Smears always negative. Necrotic material comes out. No signs of inflammation. Patient was given 50 mg of cortisone (10 days), then slowly tapered off. The issue is still present. No further patient information provided.

Manufacturer narrative:
Product analysis: one still image was provided for evaluation. This picture appear consistent with granuloma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.